Event description:
It was reported to boston scientific corporation in late 2008, that a corflo dubby low profile gastrostomy device was used during a replacement procedure performed four days prior. According to the complainant, the edge of the right-angle feeding tube adapter leaked. Procedure completed with another of the same corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being retuned for evaluation, it has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.